Event description:
It was observed that during the device evaluation, the colonovideoscope had burn marks on the plastic distal end cover and foreign matter present inside the auxiliary water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that for the burn on the c-cover, the most probable cause was using a high-frequency instrument without maintaining sufficient distance from the tip. For the foreign matter present inside the auxiliary water tube, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.